Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 3.5 mmol/l and 9.0 mmol/l. The customer had hypoglycemic symptoms of dizziness, sweating and was not able to walk. A friend brought her a glass of juice with sugar in it. Customer recovered and is currently fine. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.